Manufacturer narrative:
A partial lead was returned in two segments for analysis. External insulation abrasion was noted at 37.1-37.7cm from the distal tip, consistent with lead friction to the ICD can. Externalized conductors due to internal insulation abrasion was noted at 12.7-15.6cm from the distal tip. The etfe coating was intact at these locations.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that through remote transmission, non-sustained rv oversensing was observed due to a possible lead noise. A chest x-ray showed a negative result for lead fracture. The device was appropriately detecting the lead noise and no programming changes were made. The asymptomatic patient was stable and will continue to be monitored.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicated that externalized conductors were observed. The lead was explanted. The patient was stable post procedure and will continue to be monitored.